Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and testing of the returned compressor assembly. A review of complaints for list number 8921274703 (compressor assembly) did not identify an increase in complaints for this part. Inspection of the returned compressor found that the run capacitor opened up, and the plastic housing was slightly melted. The returned cell-dyn sapphire compressor assembly wires were inspected for any cuts or breaks and none were found. The movement of the vacuum and pressure pump heads were inspected for binding by turning the fan blades; both sides of the pump moved freely with no binding found. The capacitor was replaced, and the cell-dyn sapphire compressor assembly was installed into another cell-dyn sapphire instrument. The cell-dyn sapphire compressor assembly started up with no issues and upon repeat cycling of power to the compressor it restarted properly each time. A review of labeling provides safety guidelines and warnings related to electrical hazards. This complaint was specific to the cell-dyn sapphire, serial number (B)(4). There was no product deficiency identified for the cell-dyn sapphire, list number 08h00-01 or the compressor assembly, list number 8921274703. Concomitant medical products: concomitant -assy, compressor, cdsphr; list# 8921274703.

Event description:
The customer stated that they smelled an electrical burning smell on the cell-dyn sapphire and then noticed smoke coming from the back of the instrument. There were no visible flames or sparks. The customer could hear the analyzer fans running. The customer turned off the analyzer and unplugged it from the wall outlet. There was no personal injury, impact to patient management, or facility damage reported.